Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 1, 2007, that during the "positioning" of an ultraflex stent system (patient age and gender unknown), "the suture broke". Additional information received in 2007, indicated that "the stent was deployed about 40% when the suture broke". The physician removed the stent and the procedure was completed successfully with another bsc stent. No patient complications were reported.